Event description:
The customer reported that the insulin pump does not always alarm when the reservoir is empty. The customer stated that the anomaly has happened for several months. Troubleshooting was performed. Ran a fixed prime and the insulin exited. Performed a high pressure test twice and the insulin pump did not alarm. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.